Event description:
Doctor reported "lapband leak causing revision of band and subsequent 2 night hospital stay".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2010. The product associated with this report was discarded and will not be returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Because the device will not be returned, analysis or testing cannot be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."